Event description:
Customer reports lancet will not retract back into the softclix plus device after firing. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.